Event description:
It was reported that this right atrial (ra) lead has fractured with high impedance out of range and was confirmed by x-ray findings. Subsequently, this ra lead was surgically abandoned, and a new lead of different model was implanted. No additional adverse patient effects were reported.